Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the event as reported of the reamer head is dull cannot be confirmed. A process review was completed and there were no discrepancies found. No further investigation is required. Device not returned.

Manufacturer narrative:
The customer has indicated the complaint sample will be returned to (B)(4) for evaluation. Once the device is returned and the investigation is completed, a follow up medwatch 3500a will be submitted. Complaint information provided by depuy synthes. The event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure the reamer head is dull. There were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The teeth of the reamer were worn and there were nicks and gouges observed on several teeth, which ultimately is causing the reamer to be dull. There were also signs of wear in the form of nicks, gouges and scratches throughout the instrument and fading etchings. A process review of lot 56468570 was completed and no discrepancies were discovered. This reamer had been in the field approximately ten (10) years when the reported event occurred. It is unknown as to how many surgical procedures (cycles) this reamer had gone through throughout its life in the field. No further investigation is required. Greatbatch will continue to monitor for trends.